Manufacturer narrative:
The customer requested assistance from a philips remote service engineer (rse). The customer explained that their device experienced a defib test failure during operational testing. Based on the noted issue, the rse advised the customer that the capacitor or therapy pca may need to be replaced to return the device to working condition. Additional troubleshooting was not requested and the customer stated that they would be responsible for the repair. Philips is unable to rule out that a malfunction did not occur. Although troubleshooting steps were provided to the customer, additional information pertaining to a resolution could not be obtained. As such, a definitive cause for the reported failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction during operational testing. There was no patient involvement.